Event description:
It ws reported that during the first thaw cycle in a renal cryoablation procedure using three iceforce needles, the patient was seen convulsing. The patient said he felt a vibration. The technician stopped I-thaw and the patient stopped convulsing. They continued using passive thaw. Cautery worked fine. The case was completed with no injury to the patient.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The needle electrical properties were found within design specification. The needle passed system testes successfully.